Event description:
A 69-yr-old female with central jugular line had lipids running. Pt was restless and upon frequent checks blood was noted on bed. Lipid tube was pulled out of screw on hub. Approx 100 cc blood loss. Tubing changed. No distress noted.